Event description:
Approximately 9 months post index procedure the patient suffered a gi bleed. Adenocarcinoma of the colon was confirmed. Treatment provided was a hemicolectomy and blood transfusion.

Manufacturer narrative:
(B)(4). Evaluation, results: dissection.

Event description:
The investigator assessed that the previously reported dissection was possibly related to the study device.

Manufacturer narrative:
Aware date was one day prior to that previously documented.

Manufacturer narrative:
Results, conclusion: haemorrhage. (B)(4).

Event description:
Pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca during the index procedure. A coronary artery dissection is reported to have occurred during the procedure. An endeavor sprint over-the-wire (otw) stent was implanted, overlapping, to treat the dissection. The investigator did not assess the relationship between the event and the study device. The pt recovered with treatment and no other clinical sequelae were reported.